Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the right ventricular (rv) lead was being repositioned, there was a loss of sensing and non-capture. It was suspected that there was insulation damage. The lead was explanted and replaced. No patient complications have been reported as a result of this event.